Event description:
The distributor reported the AED will not power on and the asi is blank. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported the AED will not power on and the asi is blank. The maintenance schedule is reported as monthly. Requested the distibutor to return the AED to manufacturer for evaluation. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed and attributed to an internal short within the speaker wiring that caused damage to the u20 (pld) and associated voltage regulators, preventing the device from powering on.